Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dorsal foot arterial catheter was punctured and the arterial needle infusion was smooth after the puncture. The zero value showed that it was too offset and could not be zeroed, and it still showed excessive deviation and could not be zeroed after replacing the sensor line. After replacing the sensor again, it can be used normally. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.